Manufacturer narrative:
No device analysis results are available because the device was not returned. The reported event was resolved after the manufacturer of the spinal cord stimulation system confirmed that they received information from the patient stating that the reported sensations occurred when turning on the spinal cord stimulation system and were not related to the cardiomems system the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reportedly felt pain or a shocking sensation down their back when lying down on the patient unit to take a reading. The patient reported this intermittently occurred three times on two separate days ((B)(6) 2023 03:51). The patient also reported having the following devices implanted-boston scientific spinal cord stimulator (model sc-1232 wavewriter alpha, model sc-8336-50 50cm coveredge surgical lead-implanted (B)(6) 2023), medtronic pacemaker and leads (model - w1dro1, sn - (B)(6); model - 5076-52 ,sn - (B)(6); model - 3h3069, sn - (B)(6)) and boston scientific stents (device information was not provided). The cardiomems sensor was implanted on (B)(6) 2021. There have been no issues reported by the patient with the cardiomems sensor (v899q9) or patient electronic unit (sn (B)(6)) prior to this event. The patient reported one issue with a prior unit (sn (B)(6)) in (B)(6) 2023 unrelated to this event (the unit would not complete the boot up process). Information received from boston scientific confirmed they have not received any reports from the patient and boston scientific reported that upon checking, there was no data received about the spinal cord stimulator that could explain why the patient was experiencing the pain/shocking sensation. Additional information has been requested and the investigation is ongoing.